Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on an unknown date, patient experience a knee locked up about 6 months ago, the knee locked up at other times during sleep he moved his leg to the wrong way. This was treated with revision surgery on (B)(6) 2023, in which upon removal, it was noticed the journey I bcs post was broken and replaced with a rev journey art ins bcs std 5 6 rt 10. Patient's current health status is unknown.

Event description:
It was reported that, after total knee arthroplasty was performed on an unknown date, the patient experienced a locked-up knee about 6 months ago. The knee locked up at other times during sleep when he moved his leg the wrong way. This complication was treated by performing a revision surgery on (B)(6) 2023, in which it was noticed that the journey I bcs post was broken. This component was explanted and replaced with a rev journey art ins bcs std 5 6 rt 10. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed post fractured off. The broken post was returned. The visual also reveals scratches, burrs and discoloration on the insert. The device shows signs of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, the final inspection includes the verification of part configuration per print. Also, material specification shall control the quality and manufacture of ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11- corrected data. B2- outcomes attributed to adverse event. B5- describe event or problem. B7- other relevant history. D8 / d9- device available for evaluation, device returned to manufacturer. H6- health effect: clinical and impact codes.